Manufacturer narrative:
The reporter's meter was returned for investigation. Segments were found missing from the display and the lcd was cracked through the middle. There were scuff markings on the housing above the affected area. The cracked lcd caused the display defect. It was concluded that the damage did not originate from the manufacturing process and was the result of customer mishandling. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter.

Event description:
The initial reporter stated there was an issue with the display of accu-chek performa professional meter serial number (B)(4). The results field of the display had several missing segments. This could potentially lead to a result misinterpretation.